Event description:
The customer reported a defib failure cycle power message. There was no pt impact reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.